Event description:
It was reported that the device's upstream sensor failed. Found during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The dso was found defective. Replaced dso sensor, bezel, and seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.